Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad trace. No button error alarm noted during testing. Analysis was unable to verify for operating currents including battery out of limit alarm due to no act button response. The pump was also received with crack on bottom right corner near display window, scratched lcd window and crack on reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 145 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.